Event description:
On (B)(6) 2010, a waste fluid bottle assembly broke apart on the middle glued portion of the part during electrical testing. The supplier confirmed on (B)(6) 2010 that they have an epoxy failure on the following abbott parts: waste fluid bottle assembly, rbc/wbc mixing chamber assembly, hgb mixing chamber assembly, and front sample cup. Four failures of the waste bottle assembly have occurred, all in-house. The weight of the resin in the lot of epoxy used is half of the target. This improper ratio of resin to activator could cause poor bond strength and adhesion. Leaks of up to 100ml could result. Possibly affected parts were received between (B)(6) 2009 and (B)(6) 2010. An engineering analysis indicates that the rbc/wbc mixing chamber, hgb mixing chamber, and front sample cup are not likely to fail because the chambers are not pressurized and the parts are stationary under normal conditions. The operator's manuals for the cell-dyn sapphire, cell-dyn ruby, cell-dyn 3700 and the cell-dyn 3200 analyzes contain adequate labeling regarding spills of potentially infectious materials. No injuries, impact to user safety or patient management were reported due to this issue. A product recall was issued and reported under 21 cfr 806 to the FDA (B)(6) district on (B)(6) 2010.

Manufacturer narrative:
(B)(4), concomitant medical products: cell-dyn 3700cs analyzer, ln 2h30-01, cell-dyn 3700sl analyzer, ln 2h31-01, cell-dyn 3700sl analyzer, ln 2h31-03, cell-dyn 3200cs analyzer 4h59-01, cell-dyn 3200cs analyzer 4h59-03, cell-dyn 3200sl analyzer, ln 4h60-01, cell-dyn sapphire analyzer, ln 8h00-01. In response to this issue a recall communication was sent to all affected customers. Abbott has committed to proactively replacing all affected parts no later than (B)(6) 2010.